Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of a carotid-cavernous fistula the 23rd coil, a 2mm x 8cm helipaq 18 cerecyte microcoil (che180208-30/f62525) did not detach. The device was safely removed from the patient. Previous to this event, 22 micrus coils were successfully detached using the same detachment control box (dcb) and connecting cable and after the event, three coils were placed using the same cable without any difficulty. It is not known how many times the detachment button was pressed during attempt to detach the 23rd coil and it was reported that it is not known what the cause of the problem was. It was reported that the pre-deployment test was performed. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event; however it was reported that no stretching or coil defects were noted on the coil post withdrawal and the coil did not unintentionally detach from the delivery system. Type of the dcb and the cable were unknown. No additional information is available. The coil was returned undamaged. With functional testing the complaint was confirmed. Based on the analysis of the returned 2mm x 8cm helipaq 18 cerecyte microcoil, the most likely root cause of the coil not detaching during procedural use is due to a noted fractured solder joint inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. However, it was reported that the pre-deployment test was performed, prior to use. Based on this it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Per received report: the procedure was coil embolization for carotid-cavernous fistula that was not calcified and moderately tortuous. Initially, 22 micrus coils were successfully detached using the same dcb and cable. However, the physician could not detach the 23rd coil ((B)(4), complaint product). It is unknown how many times he pressed the detachment button, unknown what the problem really was. The complaint product was safely removed from the patient. Afterwards, three coils were placed using the same cable without any difficulties, and the procedure was successfully completed. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. The complaint product is going to be returned for evaluation. Type of the dcb and the cable were unknown. No additional information is available.additional information received indicated that pre-deployment test was performed and no coil stretching and unintended detachment occurred post coil retrieval.